Event description:
The hosp reported that during a coronary artery bypass procedure, the om-10000 stabilizer was not locking. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. There was evidence of blood on the device. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. No non-conformities were found during the functional testing. Based upon these findings, the reported complaint could not be confirmed. (B)(4).